Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (netherlands) when attempting to electively move the patient's scs ipg pocket, the physician was unable to turn the set screw of the extension after backing out and getting it stuck. Subsequently, the attempt to move the ipg pocket was abandoned and the ipg was left in the same pocket.